Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer is wearing the pump supplies for 4-5 days. Tandem clinical support informed customer that wearing the pump supplies for 4-5 days, is off label per the user guide. During troubleshooting with tandem technical support the customer successfully loaded a new cartridge, and resumed insulin therapy. No reported impact to the customer¿s blood glucose level.